Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: traveler nc 2.75x12. Guide wire: bmw universal ii. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of intimal dissection is listed in the xience xpedition everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The xience xpedition 48 is currently not commercially available in the u.s.; however, it is similar to a device sold in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified lesion in the distal left anterior descending coronary artery. A 2.75 x 48 mm xience xpedition 48 stent was deployed at 10 atmospheres and post-dilated with a 2.75 x 12 mm non-compliant balloon. After post-dilatation, an edge dissection was noted at the proximal end of the stent. A 2.75 x 18 mm xience prime stent was used to cover the dissection. There was no adverse patient sequela reported. No additional information was provided.